Manufacturer narrative:
The field service engineer (fse) replaced the piezo alarm. During servicing found a diagnostic code in memory and replaced the gui cpu (graphical user interface, central processing unit). The fse performed testing and calibrations and the ventilator operated within manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the 840 ventilator did not generate an audible alarm during testing. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a piezo alarm was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.